Manufacturer narrative:
The customer's softclix lancing device was received without lancets. The functionality of the device could not be assessed because the lancing device is partly disassembled. The reported failure could be confirmed during investigation. As the device is already partly disassembled, most likely by customer, the lancing device could not be used anymore. Using marks at the device confirm that the lancing device was in use before it was damaged. Furthermore it could also be observed that the lancet ejection arm is broken off, which underlines that the lancing device was disassembled by customer. Obviously the customer damaged the device during repair trials. Due to 100 % function tests by the supplier, such damage cannot occur during production process rather in customer hands caused by use error. Medwatch fields d4, d10 and h3 have been updated.

Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient.

Event description:
The initial reporter complained of an issue with the coaguchek xs softclix lancet device. The reporter stated that the lid of the lancet device does not go on properly, which is causing the lid to fall off and preventing the lancet to come out. The reporter stated the lancet can only be taken out by hand and does not want to risk an injury. No adverse events have occurred during this event.